Manufacturer narrative:
Correction: the customer called back and indicated the following: she looked at a fill guide and noticed that the tubes are not actually overfilling, and wanted to cancel the complaint. Follow up information received from the client regarding this complaint. The client stated there was no overfill and we should cancel the MDR/dt. Summary detail: based on follow-up information provided, this complaint is not MDR reportable.

Event description:
It was reported that six bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the customer: material no: 363083. Batch no: 8345992. It was reported the tubes are overfilling. It was reported the tubes are overfilling. This has been occurring in the past 2-3 weeks. This occurred today with 6 patients and friday ((B)(6) 2019) patient #'s are unknown. Customer is requesting replacements with a different batch number.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that six bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced overfill. The following information was provided by the customer: material no: 363083, batch no: 8345992. It was reported the tubes are overfilling. It was reported the tubes are overfilling. This has been occurring in the past 2-3 weeks. This occurred today with 6 patients and friday ((B)(6) 2019) patient #'s are unknown. Customer is requesting replacements with a different batch number.